Manufacturer narrative:
No product was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device interaction", "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: original device used, procedure completed patient outcome: f26: no health consequences or impact. Event description: ecn event description: during the case in the first vein after 4 flower applications the guide wire was not able to move any more. Not forward nor backwards. We took out the catheter and guidewire and could see a small piece of tissue stuck on the wire and guide wire lumen. Physician forced the guide wire forward and was then able to peel of the tissue from the wire. He then carefully inspected the wire and function of the whole system. After that he decided to proceed with the case without replacing anything. Case went fine after that. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? None what is the next course of action? None patient present at time of event? Yes, patient complications: no patient complications patient outcome: fully recovered device acquired from a distributor? No. Event date: 2025-12-3. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.